Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery. A 12 x 3.00mm taxus liberté stent delivery system was selected for use to treat the lesion. When the physician tried to take the device out of its "wrapper", it was stuck inside. The physician applied a little pressure in his attempt of withdrawing the device and the catheter subsequently came out without the stent. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Catalog/model # corrected from 38936-1230 to 38938-1230. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery. A 12 x 3.00mm taxus liberte stent delivery system was selected for use to treat the lesion. When the physician tried to take the device out of its "wrapper", it was stuck inside. The physician applied a little pressure in his attempt of withdrawing the device and the catheter subsequently came out without the stent. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. It was further reported that the 12x3.00mm stent was a liberte stent instead of a taxus liberte stent as previously reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned to the complaint investigation site in two sections. It was also noted that no packaging was returned with the device. A visual examination found that the break site was 6mm proximal to the guidewire access port. The break site was microscopically examined and there was no evidence of stretching. The investigator observed that the device was returned with a mandrel inserted and a badly damaged stent protector was wrapped around the mandrel. It was not possible to remove the mandrel from the device during the product analysis. The mandrel was measured and was noted to be within specification. It was noted that solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. A tactile examination determined that the shaft polymer extrusion was kinked at various positions along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery. A 12 x 3.00mm taxus liberte stent delivery system was selected for use to treat the lesion. When the physician tried to take the device out of its "wrapper", it was stuck inside. The physician applied a little pressure in his attempt of withdrawing the device and the catheter subsequently came out without the stent. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. It was further reported that the 12x3.00mm stent was a liberte stent instead of a taxus liberte stent as previously reported.